Event description:
The technician alleged that the brake pedal locks but the brake casters move slowly. No patient impact.

Manufacturer narrative:
The technician replaced the top and bottom brake blocks, the bushings and the bearings to resolve the issue.